Event description:
Event description guidant received information that this easytrak lead had dislodged twice from this patient's ventricle. The lead was explanted and replaced without further incident.